Event description:
A complaint of imprecise sequential readings was received on a customer's blood glucose meter. Readings of 1.6 and 14.1mmol/l were obtained within a two minute timeframe. When plotting the readings against the average on a parkes error grid, the results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's meter and test strips have been returned. Investigations have been initiated.